Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and found the teflon pad separated from the jaw exposing metal. Char marks were also noted on the probe unit and jaw. In addition, a deep scrape mark along the wiper and jaw was also noted. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. This type of teflon pad damage is most likely due to insufficient or no tissue between the probe and jaw when the device is activated.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during a therapeutic bilateral salpingo oophorectomy (bso) procedure, the teflon pad burnt exposing metal. No patient injury indicated. Procedure was completed using a new hand piece.